Event description:
On 29th march, 2022 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the headlight has detached during surgery. Moreover, during inspection it was revealed that a screw related to holding mechanism was missing. Fortunately no adverse outcome has been reported due to mentioned issue, however, we decided to report this case in abundance of caution as detachment of the headlight or other parts can lead to serious injury in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of addtl mfg narrative/corr. Data#. This is based on the result of an internal review. Previous addtl mfg narrative/corr. Data: getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the headlight has detached during surgery. Moreover, during inspection it was revealed that a screw related to holding mechanism was missing. Fortunately no adverse outcome has been reported due to mentioned issue, however, we decided to report this case in abundance of caution as detachment of the headlight or other parts can lead to serious injury in case of event reoccurrence. Defective parts were replaced and light was returned to use. It was established that when the event occurred, the surgical light did not meet its specification as detachment of headlight and/or loose/missing screws could be treated as technical deficiency and it contributed to the event. The device was being used for patient treatment when the issue occurred. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio for missing screw is low and for headlight¿s detachment is very low. Based on the technical analysis loose spring arm¿s safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected addtl mfg narrative/corr. Data: getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the headlight had detached during surgery. Moreover, during inspection it was revealed that a screw related to holding mechanism was missing. Fortunately no adverse outcome has been reported due to mentioned issue, however, we decided to report this case in abundance of caution as detachment of the headlight or other parts can lead to serious injury in case of event reoccurrence. Defective parts were replaced and the light assembly was returned to use. The getinge technician that visited the customer informed us that the warranty ended in 2013 and that there was no service since then, indicating the lack of maintenance was due to the customer¿s decision. It was established that when the event occurred, the surgical light did not meet its specification as detachment of headlight and/or loose, missing screws could be treated as a technical deficiency and it contributed to the event. The device was being used for patient treatment when the issue occurred. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death with an hled device. Comparing the number of claimed devices to the install base, we conclude that the failure ratio for missing screw is low, and the failure ratio for headlight detachment is very low. Based on the technical analysis by the subject matter expert at the manufacturing site, the issue took place due to the safety sleeve in the spring arm of the assembly that holds the headlight in place, being loose. The loose spring arm¿s safety sleeve is due to the loosening of the safety screw, which in turn is because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the headlight has detached during surgery. Moreover, during inspection it was revealed that a screw related to holding mechanism was missing. Fortunately no adverse outcome has been reported due to mentioned issue, however, we decided to report this case in abundance of caution as detachment of the headlight or other parts can lead to serious injury in case of event reoccurrence. Defective parts were replaced and light was returned to use. It was established that when the event occurred, the surgical light did not meet its specification as detachment of headlight and/or loose/missing screws could be treated as technical deficiency and it contributed to the event. The device was being used for patient treatment when the issue occurred. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio for missing screw is low and for headlight¿s detachment is very low. Based on the technical analysis loose spring arm¿s safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.